Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the mainframe and patient interface would not stimulate prior to the procedure. There was a 10-minute delay in the surgical procedure as a result of this event.troubleshooting included switching monitors and the other monitor functioned properly. There was no patient impact.

Manufacturer narrative:
Analysis of the mainframe found that the customer's complaint could not be duplicated. The unit came in with a cracked touchscreen, a dented benzel, and an older software version. Disassembled, cleaned, replaced touchscreen and bezel. Upgraded cf card, calibrated touchscreen, reassembled and placed into the burn in chamber to check for any heat related failures. Analysis of the patient interface found that the customer's complaint could not be duplicated. The unit came in with two worn wave washers and a missing flat washer. Disassembled, cleaned, replaced washer and added a new flat washer. If information is provided in the future, a supplemental report will be issued.